Event description:
During a procedure. The active blade broke, part fell into the patient, but could be removed. There was no reported patient consequence and procedure was finished with same like product.